Manufacturer narrative:
The device was evaluated by olympus. During the evaluation, a b30 error occurred due to scope connector poor contact. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source to olympus for repair due to a report that the housing around the connector was broken. Upon inspection and testing of the returned device, a "b30" error occurred. This report is submitted due to the "b30" error. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 12 january 2022. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a faulty scope socket. Olympus will continue to monitor field performance for this device.